Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was bent resulting in difficulties charging the pump and that the usb cable was broken and would no longer work to charge the pump. Blood glucose was not impacted. Customer will continue to use current pump until they are no longer able then will use alternate form of insulin therapy.